Event description:
The customer observed falsely elevated architect prolactin results generated on the architect i2000 analyzer for one patient (female, 19 yrs). The customer suspected the results were skewed high and sent the sample out for testing on the roche platform. The following data was provided: initial result = 1951.67 miu/l, repeat result = 2115.36 miu/l (reference range: 108.78 to 557.13 miu/l) roche result = 35.6 ng/ml (roche reference range: 4.79 to 23.3 ng/ml) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely elevated architect prolactin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 40106ud01 and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Accuracy testing was completed using panels which mimic patient samples utilizing an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Based on this investigation, no systemic issue or deficiency with the architect prolactin reagent, lot number 40106ud01 was identified.this follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.